Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 240-270 mg/dl. The customer lowered the bg level by not eating. The insulin duration at the time of the event was set to 5 hours; however, the customer thought it was at 4. Tandem technical support reviewed the customer's personal profiles with the customer and it was confirmed that the customer changed the insulin duration setting to 4 hours; the duration that the customer wanted.